Manufacturer narrative:
The device was not returned for investigation. It is unknown whether an angiogram or fluoroscopy of the sheath after the exchange was taken to verify position of the disc before collagen deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. It should be noted that the patient was noted to have peripheral vascular disease and calcification. In addition, pathology of the material was unavailable to determine if the material causing the occlusion was biological in nature or the collagen implant. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported and hemostasis was achieved in less than 5 minutes. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed and the doctor attempted to gain temporary hemostasis but there was slight oozing. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off and the device was removed. Final hemostasis was achieved with the device in less than 5 minutes. Later that day, the patient experienced leg pain and seven days after deployment the patient was treated for a "cold leg" and a popliteal occlusion was discovered. This was corrected with an angiojet, balloon snaring, sheath aspiration, and the placement of a stent. Patient was then discharged.